Event description:
Patient blood glucose = 220mg/dl. Lab blood reading = 533mg/dl. No treatment administered. Controls in range. A request was made for the return of the suspect device and replacement product was made.